Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. The stylet/guidewire was broken. The guidewire was unraveled. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection confirmed that the guidewire was broke and stuck in lead body with severe damage. Dried blood is visible on the conductor. According to the analysis test results, and the returned paper work indicated that the physician was using the bmw competitor guidewire, these leads us to conclude that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. When trying to pull the guidewire out, as a result, the guidewire was stuck, unraveled, and broke. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor wire was stuck in lumen which dislodged the lead. It was noted the probable cause was wire was coated in blood which stuck inside lead. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.